Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately low in comparison to results obtained on a lab calibrated device. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that six months prior to contacting lifescan she obtained a result of 230mg/dl on the subject device which she felt was inaccurately low in comparison to a result of 260mg/dl obtained on a lab calibrated device. The two tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for accuracy. The patient detailed that she manages her diabetes with a combination of medications, but did not specify what medications, and it is unknown what changes, if any, she made to her diabetes management routine in response to the alleged issue. The patient claimed that at an unknown time, she developed symptoms of ¿headache and almost passed out¿ and detailed that in (B)(6) 2014 she was treated with glucagon by a healthcare professional (hcp) in an emergency room (ER) setting. The patient also claimed that on (B)(6) 2014, she obtained a blood glucose reading of 22mg/dl on a hospital meter. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a hcp for a hypoglycemic event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/02/2015). The patient¿s meter has been returned on 2/6/2015 and evaluated by lifescan product analysis on 2/18/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a defective battery. The retain test strips also passed all testing. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.